Manufacturer narrative:
Follow-up #1: date of submission: 02/02/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2017 with the following findings: during investigation, there was no evidence of a short battery life in the black box. There were multiple cs 128 alarms occurring due to a discharged replace battery use. The battery compartment and cap were undamaged and able to fit securely. The pump alarmed with a cs 177 (lower battery life) so the original complaint was duplicated. The ez-prime steps were performed correctly and all the currents readings were within specification. Inspection of the battery canister found moisture corrosion in the battery terminal. The pump passed a leak test and no further moisture ingress was found.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.